Event description:
Event description guidant received information that this patient with an implantable cardioverter defibrillator (ICD) experienced a syncopal and a near-syncopal episode due to oversensing related to electromagnetic interference (emi).